Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was intermittently fluctuating. Additionally, the customer received a power source alert after plugging the pump into a wall outlet, and subsequently the pump shutdown. The customer's blood glucose was 280 mg/dl. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.